Event description:
It was reported that during that during the treatment of a intertrochanteric comminuted fracture, the cable suddenly broke. Delay of less than 30min reported. No injury reported.

Manufacturer narrative:
The associated device, used in treatment, was returned and evaluated. A visual inspection of the returned device confirmed the stated failure mode. The cable was frayed and fractured into two pieces. Both pieces were returned. A review of complaint history did not reveal additional complaints for the listed batch. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Potential probable causes of the event may include damage to the device during use or over tensioning. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary.